Event description:
The patient reported that the right ventricular (rv) lead malfunctioned. Follow up information received indicated that the lead did not appear to be malfunctioning; however, the thresholds had been rising during the past year so the physician decided to replace the lead during the routine generator change out procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).